Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 01/20/2014, belt: 06/20/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 9:15 am while wearing the lifevest. The patient's wife and sons were present at the time of the patients passing. It was reported that the lifevest was not alarming and the patient was unresponsive. The patient was in a hospital at the time of passing and resuscitation efforts were attempted. Review of the patient's download data shows that following device startup on (B)(6) 2019, an arrhythmia was detected nine times from 04:50:18 to 08:42:33 on (B)(6) 2019. The patient's rhythm at the time of the detections was supraventricular tachycardia (svt) at 150 bpm with frequent premature ventricular contractions (pvcs) and motion artifact that degraded to asystole with CPR artifact and intermittent cardiac activity. Detection stopped at 08:42:36. Svt, CPR/motion artifact, and oversensing of low amplitude cardiac signal contributed to the false detection. The device then properly detected asystole at 08:42:38 while the patient's rhythm was asystole with CPR artifact. Asystole is a non-treatable rhythm. An arrhythmia was detected at 08:47:24 while the patient's rhythm was asystole transitioning to sinus tachycardia at 100 bpm with pvcs. Detection stopped at 08:47:44. The device properly detected asystole at 08:52:52 while the patient's rhythm was asystole with CPR/motion artifact. Asystole is a non-treatable rhythm. An arrhythmia was detected two times from 08:59:14 to 08:59:45 while the patient's rhythm was idioventricular rhythm at 70 bpm that degraded to ventricular tachycardia (vt) at 150 bpm before finally degrading to ventricular fibrillation (vf) with response button use. It is unknown who was pressing the response buttons at this time. Gel was released at 09:00:08 and the electrode belt was disconnected at 09:00:09. Per the patient's continuous ECG recordings, the patient was in vf at the time of the electrode belt disconnection. The lifevest properly detected vt and vf. However, the patient was not treated by the lifevest due to the vt rate being at or below the treatment threshold and due to the response buttons being pressed during vf, as well as the electrode belt disconnection during vf. The patient did not receive a treatment from the lifevest. The patient's equipment was returned and found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's passing. Due to the response buttons being pressed while the patient was in vf, reporting event out of abundance of caution.